Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 362mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that the insulin pump rattles when they shake it. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device was received with cracked case at the display window corners, reservoir tube lip and battery tube threads, and scratched screen.